Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that the patient reported they had problems with infection after implant. The internal stitches were all separating and it was a huge mess. It was also painful at the implant site especially when patient would sit or lean back. Patient stated the problem was that they do not weigh very much and the ins was implanted too high up. Patient only weighs 95lbs and the hcp told them that they are not a typical patient because of this. They had to remove the system because of the infection and then patient ended up being implanted on (B)(6) 2024 with another device.

Event description:
Additional information was received from the patient. They reported that they had a bmi of 17.3 and that was unlike most of the patient population in their area, that the hcp had even told them that and the patient stated for the first implant, they put it in their back and shouldn't have done that because it was rubbing everywhere and they were having to ball up a towel to put behind their back to sit in a chair or a car just to be comfortable and they still got infected so they had to get the first implant replaced with their current implant in (B)(6) 2023 and they actually put that one in their hip/buttock area where it should have been placed in the first place

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.